Event description:
It was reported that a user experienced hyperglycemia while using the ilet system with a dexcom g7 sensor and a teflon infusion set, with a recorded blood glucose of 241 mg/dl and a downward trend after breakfast; the cause of the event was unclear, and there was insufficient information to associate the issue with a specific device component or malfunction. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, and the medical device problem and device component remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.